Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that the stylet was stuck in the left ventricular (lv) lead. The stylet was failing to be removed from the lv lead. The lv lead was not used. The physician continued with another lv lead and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. A complete lead was returned in two pieces with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.

Manufacturer narrative:
Correction: the correct patient identifier should have been "(B)(6)", rather than "(B)(6)".